Manufacturer narrative:
Philips service replaced the system ethernet switch, restoring system operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the hostpc was unable to communicate with flexvision pc within 105 seconds on a allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.